Manufacturer narrative:
Combination product: yes. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the observed perforation cannot be determined.

Event description:
Patient presented to local hospital complaining of chest discomfort 4 days post implant of crt-d. Device interrogation performed, unable to capture rv at 7.5v at 0.4 ms. Cxr and CT scan performed which confirmed that the lead had perforated into the pericardial space. Patient to be transferred back to newcastle for lead revision. Should additional information be received this file will be updated.